Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide, with a 6fr sheath, after an angioplasty stenting interventional procedure. Reportedly, when attempting to deploy, no sutures were attached. The patient developed a hematoma in the left groin, 8 inches wide. Manual arterial compression was applied for 20 minutes to treat the hematoma and achieve hemostasis. A small hematoma remains in the left groin; a computed tomography (CT) scan has been suggested. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.